Event description:
The following was reported to hamilton medical ag: after preventive maintenance of the device, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. Defective control board (capacitor). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after preventive maintenance of the device, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. Defective control board (capacitor). No patient involvement.

Event description:
The following was reported to hamilton medical ag: after preventive maintenance of the device, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. Defective control board (capacitor). No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event when the device was used. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was identified as a control board with a defective capacitor. The correction consisted in an exchange of the control board by a certified service technician and successful functional testing and release for its intended use. The event happened during preventive maintenance, there was no reported patient, user or third party harm.